Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported that she had blood at the sensor site once, but she did not hit the capillary during the insertion process. During the call the customer stated that she was in the hospital in diabetic coma before receiving the insulin pump. Then three months ago the paramedics were called at home due to her low blood glucose, and before having a change the sensor glucose was falling down at a rate of 2.0mg/dl. The customer stated that she is brittle diabetic and her glucose level was 69mg/dl; the customer drank apple juice and went up to 200mg/dl. Then the customer hung up, and several attempts were made to contact the customer with no results. No further information was provided.